Event description:
73 year old female with medical history of abdominal aortic aneurysm, peripheral vascular disease and s/p aortic root replacement using valve underwent aortic root replacement #2 using homograft due to valve infection and root abscess. Operative report noted that "although the homograft was tied down securely, the actual central channel in the small left ventricular outflow tract was too compressed and would have resulted in significant stenosis and so the homograft was excised and placed in the freezer for examination. A 21mm valve conduit was chosen. Site did not assess relationship to homograft.